Manufacturer narrative:
1. DHR/bhr review(lot#3136547): 1)this batch of products were assembled at intima auto line 2 in june 2023, and packaged at r240 package line in june 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. Check the retained samples of this batch, no foreign matters such as hair are found. Please see attachment (B)(4) for the check report. 3. No actual samples and pictures have been received, and the hair status cannot be identified. 4. Actions have been taken: 1)the manual placement area of the r240 package line has been equipped with a dustproof cover to isolate the hair that may be dropped by the operator 2)a vacuum cleaner has been installed inside the dustproof cover to remove the hair and foreign matter on the surface of the product before the unit packaging is sealed. Please see attachment (B)(4) for the the photos. 5. According to the analysis, hair is most likely to come from operator, equipment, containers (for holding products), raw materials, and so on. Inspect the clean clothes (especially collars and cuffs) and wear of the relevant operators (whether they comply with gmp standards); inspect the equipment and containers; inspect the top web, the bottom film, and products of recent batches, and the inspection results show that no hair is found, please see attachment (B)(4) for the inspection records. 6. No similar complaints have been received from other hospitals regarding this batch of prducts. Conclusion(s): no abnormality is found on process and retained samples. Since the defective sample is not returned, the root cause of the hair on the prn cannot be determined. The plant has always very serious about the hair issue, the plant has taken some actions and will continue to monitor the possible sources of hair.

Event description:
(B)(6) 2023 medical staff checked before use and found hair on the heparin cap of the indwelling needle. Deprecated and report the problem to the manufacturer. The found problems have been reported back to the manufacturer for follow-up processing: the product has been returned and replaced, and the manufacturer and distributor are required to provide product inspection and testing reports and a letter of rectification of product quality.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hair was found on the heparin cap of the bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese: "(B)(6) 2023 medical staff checked before use and found hair on the heparin cap of the indwelling needle. Deprecated and report the problem to the manufacturer. The found problems have been reported back to the manufacturer for follow-up processing".